Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
(B)(4) - the dentist reported that, 4 months after the dental implant was installed in intraoral region #4, its non-osseointegration was observed. The 50 ncm of primary stability was achieved and the implant was installed without immediately load. The patient bone type iii.